Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Customer¿s blood glucose value was 125 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.